Manufacturer narrative:
No product was returned and lot number is unknown. Was unable to evaluate. Users are instructed, per IFU, to remove the applicator with the probe, as a unit, if resistance is felt on withdrawal of the applicator. This event is more than likely due to user error.

Event description:
A physician reported that she used a gel mark ultra, lot unknown. The pellets deployed, however, she felt resistance on withdrawal of the applicator and pulled it a few times. A tip shear occurred. The tip was retrieved from the mammotome bowl. No adverse patient effect was reported.